Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized since (B)(6) with a blood glucose level of around 800 mg/dl. The customer got sick during the night. She was nauseous. The insulin pump fell on the floor. The customer experienced a diabetic ketoacidosis. The customer was off the insulin pump at the time of hospitalization less than 48 hours. The device was not returned.